Event description:
Related manufacturer reference number: 2017865-2021-29884. Related manufacturer reference number: 2017865-2021-29885. It was reported that the patient had an unspecified infection. The pacemaker system was removed. The patient had no adverse consequences.